Manufacturer narrative:
Device received with blank display due to corroded inside the battery tube. No moisture damage found on electronic assy and motor. No constant tone or vibration anomaly noted. Device received with scratched on display window cracked at battery tube threads and cracked at reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a low battery alarm. Battery had been leaking acid in the battery compartment. Customer's blood glucose was 597 mg/dl. Device had a blank display immediately after the device was exposed to moisture. Device had a constant tone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.